Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record review was unable to be performed as the part and lot number of the device involved in the event was not accurately provided. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown therapy date; unknown femoral component; unknown tibial tray. Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Lee, j., wang, s., & kim, k. (2018). Is there a difference in joint line restoration in revision total knee arthroplasty according to prosthesis type? Bmc musculoskeletal disorders, 19(1). Doi: 10.1186/s12891-018-2295-0. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 01881, 0001822565 - 2019 - 01882. (B)(4).

Event description:
It was reported in a journal article that the patient experienced a revision due to recurrence of periprosthetic joint infection on an unknown date. No further information is available.